Event description:
After patient suffering a fall, it was evidenced a fracture of the acetabular component, with indication for revision and replacement according to the medical declaration. Medical declaration (date: (B)(6) 2020): patient with one year post operative, of a total left hip arthroplasty, with a history of trauma due to a fall from her own height three days ago. Control x-ray showing fracture of acetabular component with indication of revision for replacement of femoral and acetabular components. I request a return to the origin hospital to request a new surgery. It is necessary a cross linked polyethylene insert and a ceramic femoral head; (it is necessary to check the brand and model of the prosthesis). Materials used in the surgery of (B)(6) 2019, and still implanted: ref: 121722052-a, lot: 9196870; ref: 121882752-a, lot: 8499750; ref: 3l92511-a, lot: 5344194; ref: 136532330-a, lot: 8703854.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was received for examination. Visual examination of the returned femoral head denoted a remarkable worn appearance at the part. It was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. This does not signify a product error. It is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup. It is subsequent the liner disassociation and does not signify any product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.